Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye as the patient was unhappy with his near and distance visual acuity. This impacted the patients daily activities where the patient could not perform reading and driving. Best corrected visual acuity (bscva) pre-operative (op): 20/20 and bscva post-op: 20/40. There were no vitrectomy and incision enlargement required, and no delay in procedure; however, unplanned sutures were required. There was no medical intervention outside of standard of care. Another johnson & johnson lens, model drn00v 21.5 diopter was implanted as a replacement. The explanted lens is not available for product evaluation. The patient status was reported as temporarily impaired. No further information is available.

Manufacturer narrative:
Section a5: ethnicity: unknown/asked but not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.